Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2008, patient was implanted with a pinnacle mom hip implant on his right side. He later experienced pain, weakness, clicking/popping and difficulty with even simple daily activities. There is no mention of revision surgery. Doi: (B)(6) 2008 - dor: unk (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during primary surgery the calcar was fractured after final insertion of the stem. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.